Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. The device was received for evaluation. Investigation is underway.

Event description:
As reported by an edwards affiliate in (B)(6), regarding a 26mm sapien 3 ultra valve, by transfemoral approach. After introducing the esheath without any problems, it was not possible to push the system with normal push force through the iliac area. During  fluoroscopy the commander was seen partly out of the esheath. The system had to be explanted by vascular surgery. There was no patient injury. The patient¿s status is good.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed the following: delivery system with crimped valve were exposed through the liner of the sheath, a kink was noted on the shaft approximately 1¿ from the distal end of the strain relief, liner is torn, sheath was fully expanded except for 1¿ from the distal tip, and scratches were noted on the hdpe staring from the distal tip. The 3mensio imaging were provided and revealed the patient¿s access vessel had presence of calcification and tortuosity, and the iliac artery had moderate tortuosity. Functional testing was not performed due the condition of the returned device. Dimensional testing was performed on the liner thickness along the length and on both sides of the tear and was found to be within specification. During manufacturing, the esheath is both visually inspected and tested several times throughout the process. Per procedure, the sheath shaft is 100% inspected for defects. During manufacturing, proximal expansion is performed on the sheath per procedure and the sheath was then visually inspected for seam separation. During the manufacturing process the esheath final assemblies are 100% visually inspected by both manufacturing and quality per procedure for visual defects. During the final assembly, the sheath shaft is inspected, and the liner seam is inspected for defects. Additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing.  The samples were inspected for sheath kink resistance, seam separation, expander insertion force test, and any abnormalities such as liner tears. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history records (DHR) review did not reveal any issues that could have contributed to the reported events. A review of lot history for work order revealed no other similar complaints. The instructions for use (IFU) for edwards esheath, the IFU for s3u with commander delivery system, device preparation manual and procedural training manual were reviewed for instructions involving device preparation and procedures relating to the complaint event. The procedural training manual provides guidance on system advancement force for best practices. Additional considerations should be made for the presence of tortuous anatomy, small vessel diameters and/or calcification. Utilize proper crimp technique by performing 3x crimp for 5 seconds every time. This ensures the appropriate crimp profile for the valve to be inserted through the sheath without adding to system advancement force. System advancement force can vary due to angle of access and insertion, vessel diameter, tortuosity and degree of calcification. Perform shallow stick/puncture so that sheath is parallel to leg. Use short movements and push delivery system closer to sheath hub. In addition, the procedural training manual provides further guidance on delivery system insertion through sheath. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in sheath slightly, remove valve and sheath together as single unit and replace, if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace.  Do not over-manipulate the sheath at any time. Note that the thv should not be advanced through the sheath if the sheath tip is not above the renal arteries based on the review of the IFU and training manual, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  The complaints were confirmed by the condition of the returned device and applicable imagery. No manufacturing non-conformances were identified in the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As reported, ¿it was not possible to push the system with normal push force through the iliac-area¿. Per the device training manual, ¿push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.¿ per the provided 3mensio imagery, the patient¿s access vessel had presence of mild calcification and moderate tortuosity. Additionally, device evaluation revealed that the returned sheath had a kink on the shaft and scratches along the length of the hdpe, both of which can be indicators for calcification and tortuosity, respectively. Calcification can prevent the sheath from fully expanding, while tortuosity can create suboptimal angles for delivery system insertion/advancement through the sheath. These patient factors, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of the thv getting caught on the sheath, preventing further advancement. A CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. The liner tear likely occurred due to excessive device manipulation during advancement and retrieval of the delivery system with the crimped valve. As the device was manipulated to advance the delivery system through the sheath, the valve outflow struts may have bent and the valve inflow frame may have deformed. With additional manipulation, it is possible that the bent valve struts interacted with the sheath liner, leading to the observed liner tear. As such, available information suggests that patient (calcification, tortuosity) and procedural factors (bent valve struts caught on sheath liner, excessive device manipulation) may have contributed to the complaint event.  Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling, training, or IFU deficiencies were identified. Therefore, no corrective and preventative action nor product risk assessment is required at this time. The complaint for resistance with delivery system was confirmed based on the returned condition of the device, but no manufacturing non-conformances were identified during product evaluation. A CAPA has previously initiated to investigate and drive potential corrective actions for high push force seen on the s3u/commander/esheath platform. A product risk assessment captures product risk assessment for the issue.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case.  Please reference related manufacturer report no: manufacturer report no 2015691-2020-14023 regarding the edwards esheath introducer sheath  manufacturer report no 2015691-2020-14024 regarding the edwards commander¿ delivery system  manufacturer report no 2015691-2020-14025 regarding the edwards sapien 3¿ transcatheter heart valve